Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, product ID: 9736217, h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b17, c20 and d15 apply to concomitant product ID: 9736217. B01, c19 and d14 apply to the system checkout. D15 applies to the software concomitant product ID: 9736226. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that there was inspection of navigation accuracy. Additional information was received, it was reported that there was an inaccuracy found during patient registration. The site had to re-register to try to get an accurate registration. Additional information was received. It was reported that the site had accurate registration after re-registering. There was a delay of 5-20 minutes. There was no impact on patient outcome. Additional information was received, it was reported that the procedure was a functional endoscopic sinus surgery (fess). Additional information was received, it was reported that the inaccuracy amount was approximately 20-30 mm. It was noted that some cases had a hard time passing the registration because the accuracy number was too high and thus could not pass registration.